Event description:
The manufacturer representative reported difficulty placing the lead during implantation in 2007; the patient would not remain still during implantation. High doses of sedatives were needed to calm the patient during implantation. In post-op recovery, the patient became agitated and very vocal about back pain; the patient was very restless. The patient was again sedated and hospitalized. Five hours after surgery, the representative turned on the neurostimulator and achieved comfortable paresthesia. Later that evening, or early the next morning, the patient complained of numbness in the left leg. The on call neurosurgeon examined the patient ordered a CT scan of the thoracic and lumbar spine. The CT scan was negative for hematoma. By early afternoon, the next day, the patient presented with weakness of bilateral leg. The patient was scheduled for surgery later that afternoon. During surgery, the hcp found an epidural hematoma in the lead space. The lead and neurostimulator was removed; coagulated blood was present in the neurostimulator pocket. The patient remained hospitalized. The hcp reported the patient regained full use of the right leg by the next six days and only minimal use of the left leg, possibly 10 percent. The patient is currently undergoing rehabilitation.

Manufacturer narrative:
.